Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant the patient experienced systemic bacteremia and (B)(6). Cultures were taken and antibiotic treatment was given. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.